Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The patient says they waited a few days when they turned it on and tried to hit the zones but it wasn't getting the right coverage area so they met with reps a few different times over the years to see if they could try to adjust it to get the coverage where they wanted, but their body had " reprogrammed itself with the nerve damage I have had over the years". Patient also said they herniated different disks further up on the one bar and just had surgery in (B)(6) for that and there's some nerve damage related to that. Pt says their pain management doctor works with abbott a lot and wants to do a lead revision using abbott. They said before they do that their spine surgeon wants to take a look at the placement of the paddle leads as well as the placement of the leads in the patients original trial and any notes related to the implant surgery. The patient was redirected to their healthcare provider to further address the issue. Also provided nas number that patient can have hcp call to reach local reps.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2018 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 04-sep-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.